Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Legal representative reported right side "fear of increased risk of alcl, subcellular changes, chronic inflammation, rashes, itching, pain, contracture, asymmetry, swelling, heat/burning sensation, depression, anxiety, ptsd, aggravation, chronic insomnia, weight gain, ibs, chronic headaches, scarring, disfigurement; aggravation of underlying conditions; other significant and ongoing injuries. Device has been explanted.